Event description:
The customer reported the sys was arcing, this could cause the sys to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage tank. The sys operates as intended.